Event description:
It was reported the patient received the following results within 15 minutes: 15.6 mmol/l, 11.8 mmol/l, and 7 mmol/l. (Customer could not recall the exact value)

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.